Event description:
Procedure performed: ovariectomy/tubectomy/adnexectomy event description: info received from applied medical representative via email 8may23: the eb210 refused working from the start of the procedure. No sound, no sealing activity. Event occurred on april 12th. Name of procedure being performed was ovariectomy/tubectomy/adnexectomy. The event happened during use, at the beginning of the procedure. There was no patient injury, patient status is okay. The user restarted the generator, plugged out the eb210 and reconnected, ¿ took a new device. Update to reportability via device evaluation on 19may2023: a misaligned fuse switch was found during evaluation, leading to unintended rf activation type of intervention: restarted the generator, plugged out the eb210 and reconnected. Took a new device. Patient status: okay.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing confirmed the complainant¿s experience of no sealing activity. Engineering also observed unintended rf energy output without activation of the device. Upon closer inspection, the fuse switch, an internal component of the unit, was observed to be misaligned. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the misaligned fuse switch. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable as unintended rf energy output is likely to cause or contribute to death or serious injury.

Event description:
Procedure performed: ovariectomy/tubectomy/adnexectomy. Event description: info received from applied medical representative via email 8may23: the eb210 refused working from the start of the procedure. No sound, no sealing activity. Event occurred on april 12th. Name of procedure being performed was ovariectomy/tubectomy/adnexectomy. The event happened during use, at the beginning of the procedure. There was no patient injury, patient status is okay. The user restarted the generator, plugged out the eb210 and reconnected, took a new device. Update to reportability via device evaluation on 19may2023: a misaligned fuse switch was found during evaluation, leading to unintended rf activation. Type of intervention: restarted the generator, plugged out the eb210 and reconnected. Took a new device. Patient status: okay.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.